Event description:
Medtronic received information regarding a navigation system being used during a cranial resection procedure. It was reported that their camera cart had power and then didn¿t have power any longer. Troubleshooting was performed to resolve the issue. They unplugged and re-plugged the cable between the two components which did not resolve the issue. A cable was attempted from another navigation system with no success either. A second cable was used to plug into the monitor cart from the second navigation system and the issue was then resolved. The case was able to be completed without further issue. There was no impact to patient's outcome and surgical delay was reported as less than one-hour. After the case, the manufacturer representative unplugged and re-plugged the cabled in each monitor when they were both powered down to try with both main and camera carts and there were no further issues.

Manufacturer narrative:
Continuation of d10: section d references the main component of the system. Other medical products in use during the event include: product ID 9735787 (serial/lot: unknown). H3, h6) the system was serviced in the field and no faults were found. The system performed as intended. Codes b01, c19, and d14 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.